Event description:
It was reported that during an unknown orthopedic procedure on (B)(6) 2013, the switch on the hand switch for the electric pen drive would not lock. It was reported the locking mechanism is broken. No additional information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.